Event description:
The customer reported that while the unit was in use on a pt, the unit generated "autofill failure" and "maintenance required code #2" (drive transducer offset failure) alarms. The unit was removed from service when an "electrical test fails code #58" (power up vent test failed) alarm was received at bootup. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the drive transducer and on final test the unit failed. The company rep replaced the solenoid drive board and the drive transducer and the unit continued to fail. The tech found an issue with the k6 solenoid not opening and replaced the drive manifold assembly, 0104-00-0018. The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).